Event description:
It was reported that the medfusion pump alarmed and shut off after it was unplugged. The pump was infusing epinephrine to a patient with hyoplastic l heart. A substitute pump was used to continue the infusion. This reported product problem did not cause or contribute to any adverse patient health effects.